Manufacturer narrative:
A ge service representative performed an onsite investigation. The contacts on the cpu-200 board were repaired and the dose area product was calibrated. It was confirmed that the cmos battery had run down in the cpu=200. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not start up correctly and caused shocks. No patient injury was reported.